Manufacturer narrative:
Report source: article titled "percutaneous anterolateral balloon kyphoplasty for metastatic lytic lesions of the cervical spine" by vasilis lykomitros, kleovoulos s. Anagnostidis, ziad alzeer, george a. Kapetanos. Device not returned; followed-up with author.

Event description:
In an article titled "percutaneous anterolateral balloon kyphoplasty for metastatic lytic lesions of the cervical spine", the percutaneous anterolateral balloon kyphoplasty were performed in two pts. The following event was reported: one pt had an asymptomatic cement leakage in one level laterally to c-2 vertebral. No additional info was reported.